Event description:
Pt for bilateral knee replacement under epidural anesthesia. When epidural catheter placed in standard fashion, it was found to be obstructed requiring pt to undergo second epidural needle placement and re-insertion of new epidural catheter.